Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the print specification found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. A review of the customer provided images showed two broken anchors. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder procedure, the healicoil knotless was opened and loaded with 4 sutures. Self-tapping anchor was inserted into the bone and black knob was deployed for suture lock. When turning orange knob, the threads of the anchor broke. The anchor was removed from the patient,. A multifix s was then opened and the case was completed with no further issues. A delay greater that 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.